Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was part of a system revision due to infection. Surgical intervention was performed and the pacemaker was explanted. No additional adverse patient effects were reported.